Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) wasn¿t taking a charge. The consumer later clarified that the patient was able to charge up the ins, but it would go dead after 1-2 days or less of using it. It was noted that the patient¿s program parameters weren¿t very high, at 2-3v or less. The consumer stated that the patient had been charging it for over an hour. They mentioned that the patient had the device for over eight years and was aware on how to charge it, how to use the external devices, etc. It was reported that the patient¿s external devices worked great, but the ins wasn¿t working as it used to. The consumer stated that it was slowly becoming an issue and they thought it was going to get worse ¿like a train wreck.¿ it was further reported that the patient¿s legs had a little pain here and there, as well as their arms, and that it was only going to get worse if they couldn¿t get the ins going as it used to. This was considered a gradual change in therapy/symptoms. It was noted that the issue started over a month prior to the date of this report. At that time, it was confirmed that the patient was feeling stimulation. It was reviewed that recharging takes more than an hour to fully charge if the ins was less than 1/4 charged. When the patient hooked the recharger to the ins, it showed that the ins battery status was flashing at 1/4. The patient reviewed that it wasn¿t keeping a charge. The patient was to follow up with their healthcare provider (hcp) to get their device checked. No further complications were reported or anticipated. Indication for use is complex regional pain syndrome type I.